Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient was hospitalized overnight due to high blood glucose (bg) levels of 20.8 mmol/l (374.4 mg/dl) and ketones of 5.8, while wearing the pod longer than 48 hours on the arm. The patient administered 15 units of insulin using the pod which brought the bg levels down to 13 mmol/l (234 mg/dl) but increased again within a couple of hours. The patient changed the pod, bolus 10 units and went to the hospital where was treated with intravenous (IV) therapy of insulin.

Manufacturer narrative:
The returned device was evaluated and no problems were found that would contribute to the device failing to deliver insulin.***per new information provided on 3/16/2020***. Lot no changed from blank to l44884. Serial no changed from blank to (B)(4). Expiration date changed from blank to 12/4/2020. Unique identifier (UDI) # changed from (B)(4). Device mfg date changed from blank to 6/4/2019.